Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. The isi did receive the e-100 as a concomitant product to perform failure analysis. The unit was analyzed and the reported error was confirmed via logs as having occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where when pressing the power button it goes up and in, rather than in and out, replicating the reported event. The probable root cause can be attributed to the power button, indicative of a component failure. Refer to the MFR report number 2955842-2026-26206 capturing the issue against the other vessel sealer instrument involved in this case.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer wasn't sealing all the way. Technical support engineer (tse) reviewed the logs and found multiple e-100 faults. Tse suggested using the erbe with the vse. They switched the vse to the erbe and had no further issues. The procedure was completed as planned with no reported injury using the erbe.